Manufacturer narrative:
Additional information: device available for evaluation?, if follow-up, what type?, device evaluated by MFR?, evaluation codes. The associated complaint device was not returned. The product remains implanted. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of label specifications confirms the shelf life expiration date is december 2015. The integrity of the packaging and the expiration date should be inspected prior to implantation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an expired product was implanted. No plans to revise.